Event description:
The pt received his scs system on (B)(6) 2006. It was reported the pt had stimulation, but was unable to charge his ipg. A charger was sent to the pt. The new charger was received, but it was reported it did not work. A second charger has been sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.